Event description:
It is reported that the pt developed (B)(6) after knee arthroplasty.

Manufacturer narrative:
Info was received from a distributor who is not required to complete form 3500a. Eval summary: surgical notes were not provided. X-rays were not provided; it is unk whether the components were implanted with the correct fit and orientation as per the surgical technique. The zimmer sterilization vendor processes all implants to meet FDA regulations and iso standards at a sterility assurance level (sal) of 1.0 x 10-6 or better. The mfg lots specified in this complaint were processed according to the validated sterilization process parameters and met all the acceptance criteria for sterility release. In addition, before each mfg lot is released, the "certificate of processing" from the sterilization supplier is review for conformance. This certificate lists the maximum, minimum and actual gamma dose in kgy. Therefore, it is highly unlikely that the specified device caused or contributed to any pt infection. Eval: review of the device history records did not find any deviations or anomalies. It is not suspected that the product failed to meet specs.